Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a bent main tube. The bending damage is at the distal end. No pieces were found broken on the instrument. Failure analysis confirmed the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was not articulating properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter, but was not able to gather any additional information.